Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the electrode belt failed the incoming functional ECG-fall off test. Upon investigation the solder connection between the rear pulse wire in the trunk cable and the cable connecting the rear therapy electrode was broken. The cause of the testing failure was the broken rear pulse wire. The root cause for the damaged solder connection was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt's ECG electrodes were non-functional.